Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were running low and he had loaded a new reagent flex and qc recovery was then within range. The customer ran a precision study, which passed. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the reagent 1 (r1) arm. The cause for the discordant, falsely low ca is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher and matching the patients clinical history. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.